Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right and left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other four proglide devices referenced, are filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery (lca) and the calcified right common femoral artery (rca) using the preclose technique prior to an interventional procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred in the lca with 3 proglide devices and the rca with 2 proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. It is unknown if the physician is established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.